Manufacturer narrative:
Device had unresponsive button due to corroded keypad trace. Monitored unit and no blank display noted. Inspect the unit and no damage/anomaly found on the battery tube and electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the buttons were not responsive. Customer saw a message that read the battery change was too slow. Customer's blood glucose was over 400 mg/dl. Device had a blank display. Device alarmed a battery out limit alarm after a battery change. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.